Event description:
It was reported that air bubbles were observed within the tubing. Customer¿s blood glucose level was "over 500" mg/dl. Customer addressed elevated bg by a correction bolus via the pump. Customer primed the tubing to address the issue.